Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h6, h11. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Due to insufficient product information, the compatibility of the involved products could not be verified. A review of the complaint history could not be performed due to missing reference and lot numbers. Based on the available information, the reported event cannot be confirmed. It was reported that changing the bearing to a larger bearing resolve the instability. However, based on the available information a definitive root cause for the instability could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Diligence is completed and no further information on the reported event has been provided.

Event description:
It was reported in a journal article that 1 patient was revised due to mobile bearing instability in an uncemented knee 1-year post-op. A larger bearing was implanted. Diligence is completed and no further information on the reported event has been provided.

Manufacturer narrative:
(B)(4). D10: unknown oxford twin peg femoral unknown lot and item# unknown oxford tibial unknown lot and item# g2: report source: new zealand literature: samuel j lynskey, christopher m frampton, timothy g lynskey (2024) my orthopedic surgeon suggests a unicompartmental knee replacement: a detailed look at the long-term outcomes of a single surgeon¿s practice. New zealand medical journal (1-10) https://nzmj.org.nz/journal/vol-137-no-1588/my-orthopaedic-surgeon-suggests-a-unicompartmental-knee-replacement-a-detailed-look-at-the-long-term-outcomes-of-a-single-surgeon. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.